Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sti amplification reagent kit (list 9n17-90) is similar to the alinity m sti amplification reagent kit (list 9n17-95) sold in the united states. Ticket does not reference a us list 9n17-95 lot number.

Event description:
The customer reported a false negative CT (chlamydia trachomatis) result with the alinity m sti assay. The customer reported that sample ID (B)(4) tested negative twice for CT with the alinity m sti assay. The same sample was tested twice using the seegene allplex assay and the result was positive for CT both times. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in switzerland using the alinity m sti assay, list number 9n17-90, which is the same/ similar to the alinity m sti assay, list number 9n17-95, which received FDA approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The run for the discrepant result was valid and met assay specification requirements. The validity of the run containing the discrepant results and the retest were verified. The assay met specification and no error codes or flags (related to assay performance) were displayed for the run controls. Amplification curves showed normal amplification. Different platforms have different limit of detection for the assay and therefore, the results may not be reproducible on alternate platforms. There is no indication that the alinity m sti amp kit (list 09n17-090) lot 527339 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m sti amp kit (list 09n17-090) lot 527339 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m sti amp kit (list 09n17-090) lot 527339 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m sti amp kit (list 09n17-090) lot 527339. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sti amp kit (list 09n17-090) lot 527339 was not identified.

Manufacturer narrative:
Updated d2a device common name from multiple-type sexually transmitted pathogen nucleic acid ivd, kit, nucleic acid, to nucleic acid detection system for non-viral microorganism(s) causing sexually transmitted infections. Updated d2b product code from lsl to qep.